Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report #s 3005099803-2009-04683 and 3005099803-2009-04684 for the other associated device info. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an active cord, and an unk model polypectomy snare were used during a colonscopy procedure in 2009. According to the complainant, during the procedure, while trying to cauterize a polyp, the pt was shocked two times. There was no shock to the physician, and the pt noted that the shock was not painful. The procedure was completed with the same endostat unit, active cord and polypectomy snare. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed.